Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient experienced blurry vision and myopia. The lens was explanted following the initial procedure with atiol lens. Additional information has been received that the product did not caused or contributed the event. In surgeon opinion myopic surprise related to refractive surprise. There was no patient harm.